Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Problem code 2532 captures the reportable event of fiber misfire. Investigation result: one flexiva ID tractip 200 laser fiber was returned broken in three pieces. The first piece measured approximately 81.6 cm from the top of the connector to the break. The second piece measured approximately 24.4 from the break to the break. The third piece measured approximately 205.1 cm from the break to the tip. The third piece includes kinks approximately 29.5 cm and 199.5 cm from the break. Exposed glass portion of the distal tip measured approximately 3 mm and was fracture. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a laser ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis laser console. According to the complainant, during procedure, the laser fiber was broken approximately eight centimeters from the tip while inside the scope, laser energy escaped outside the break causing a burn to the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a laser ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis laser console. According to the complainant, during procedure, the laser fiber was broken approximately eight centimeters from the tip while inside the scope, laser energy escaped outside the break causing a burn to the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.